Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination of the returned device revealed that the coil and delivery wire arms were not interlocked since the introducer sheath was not returned. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil and was not returned. The coil was returned stretched where the interlocking arm is supposed to be. The zap tip of the delivery wire has a smooth surface. Also, the interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface; however, the interlocking arm was not returned. The dimensional inspection of the delivery wire and coil were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2018. It was reported that the coil detached prematurely. The target lesion was located in the splenic artery. A 20mm x 40cm interlock¿-35 was selected for use. During procedure, after a successful deployment of the first coil, the second coil was deployed within a non bsc catheter while advancing towards the patient's body. In addition, the coil was noted to be stretched upon removal. The catheter was then replaced with an imager ii catheter and the third coil was used; however, the same issue occurred while attempting to deploy. Subsequently, a fourth coil was attempted to be deployed; however, the coil detached while being advanced to the imager ii catheter. The coil was then removed from the patient's body with the imager ii catheter and the procedure was completed with another of the same coil and catheter. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the interlocking arm became detached from the rest of the coil.

Event description:
It was further reported that the coil's interlocking arm was not left inside the patient's body and had been disposed by the nurse as medical waste.

Manufacturer narrative:
Describe event or problem updated. (B)(4).